Event description:
It was reported that the implant driver was stuck to the implant and could not be separated. The implant was removed and another implant from the customer's inventory was to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified minor damage on the implant platform (possibly due to the removal process). The implant passed functional test with an in-house driver tip. Patient was reported to have high density (type I) bone. The reported device was intended for tooth # 6 and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Complainant reported that the implant driver was stuck to the implant and could not be separated. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformance's were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.